Event description:
During the procedure, the distal tip pad detached from the device and fell into pt.

Manufacturer narrative:
The overall condition of the unit indicated that misuse or mishandling was the most likely cause of the reported pad dislodgement. Evidence of misuse is indicated by the level of occlusion and charring in the distal area.